Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3888-28, lot# l46768, implanted: (B)(6) 1997, product type lead; product ID 3888-28, lot# l44897, implanted: (B)(6) 1997, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in a car accident about 16 to 17 years prior to this report and was shocked as the leads were moved from their set position. It was added that a revision was done afterwards.